Event description:
It was reported, during an implant procedure, position difficulties were encountered, as the physician changed positioning several times because of a low r-wave. Also noted was when the system was going to be fixed, it was detected on fluoroscopy the helix could not be extracted, and r-wave measurement was even lower. The lead was extracted and probed outside the patient. The physician noted the helix to be "defective." There was blood inside the lead's tip. Consequently, this lead was removed and replace with another same brand lead without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. The helix would not function at time of analysis due to dried blood in distal conductor. Analysis testing could not determine the cause of the reported sensing issue.